Manufacturer narrative:
Device was used for treatment, not diagnosis. It is unknown whether there was any patient involvement. Date of event is unknown. UDI # (B)(4). Implant and explant dates: it is unknown whether device was implanted or explanted initial reporter telephone: (B)(6). (B)(4). PMA 510(k): device is not distributed in the united states. Part number: 04.027.033s, synthes lot number: 9695719: release to warehouse date: october 28, 2015. Expiration date: october 1, 2025. Mfg. Site: (B)(4). No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product development investigation was performed. One (1) part # 04.027.033s / pfna blade perf l90 tan / lot 9695719 was received for investigation. There are slightly scratches on the surface. The tip of the blade is partially broken and the fragments are missing. There is no information in the complaint description about any event or if a patient was involved in this case, which makes it impossible to determine how the devices had malfunctioned. The manufacturing review of the received parts shows that the production procedure was according to the specifications and that there were no issues which would contribute to this complaint condition. A functional test was performed and part # 04.027.033s could be locked and unlocked as per design intended. Due to the heavy wear and tear signs on this device, we can only assume that the instrument was subjected to an exceeding force application during its use which led to the damages and finally to the malfunction of the device. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. We conclude that the cause of failure is not due to any manufacturing non-conformances. The process design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) is as follows; it was reported that a proximal femoral nail antirotation (pfna) blade perf l90 tan has a broken tip. It is unknown how this event occurred and whether there was any patient involvement. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date rcvd by MFR: correct date is oct 25, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.